Event description:
It was reported that the patient had the intraocular lens removed and replaced during the same procedure due to surgical complications noted after insertion. An incision enlargement was required. No patient injury was reported.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under (B)(4) microscope magnification. Visual inspection revealed a lens cut in two pieces and without the haptics. There was surface residual (fibers/particles) on the lens with evidence of blood, compatible with handling, such as during the implant and explant process. No manufacturing cosmetic defect that could have caused the complaint, was observed in the sample. Suture was required during removal of the iol. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.